Manufacturer narrative:
The technician replaced a brake and a steer caster and three caster supports to repair the bed.

Event description:
Information received indicates the brake is not holding. Casters are locking but continue to swivel from side to side.